Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The patient's mother reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident was 600 mg/dl. The patient treated via manual insulin injection. Troubleshooting did not occur as the no delivery alarm was resolved by a complete set change. The insulin pump was not returned for analysis.